Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated datena.

Event description:
A prostyle device was returned to abbott vascular return goods lab. The device analysis for this prostyle device revealed that the plunger and suture were returned removed from the device. The suture returned with the knot and loop properly formed. The knot was fully advanced and tightened and the suture rail end was cut, 32cm from the knot. A device in this condition would not have achieved hemostasis. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The unspecified failure was observed as failure to fire/deploy suture. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.